Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during tka surgery, one (1) gii ps hi flex isrt sz 1-2 9 mm could not be tightened. The device did not have any inadequacy of shape or size. Finally, the gasket of the same type was replaced and implanted smoothly. The procedure was resumed, after a significant delay, with a s+n back-up device of the same size. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: device was returned and evaluated. Sections d9, h3, h6 and h11 were updated. H11: results of investigation: the associated device was returned and evaluated. The visual inspection revealed that the device returned with slight deformations at the edges, scuffing and scratching, more than likely from attempt of insertion. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A functional evaluation could not be performed due to the damage to the device. Plastic is easily distorted when attempting to implant, especially when the mating surface that is rigid and harder than the plastic (e.g. Titanium, cocr, etc.). Surface finish damage (e.g. Dings, scratches, scuffs, rubs, etc.) And critical feature distortion (e.g. Warping, twisting, rupturing, etc.) Are sufficient to alter the measurement(s) during evaluation. For this reason, no dimensional analysis will be conducted. If additional complaints for this batch are submitted, this file will be reviewed for trending purposes. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.